Event description:
It was reported to philips that the allura system was not booting up. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and an onsite work order was scheduled for the system to be inspected. However, after further communication with the customer, the onsite work order was cancelled as the problem resolved itself. Log files were analyzed and no malfunction was identified. The system was returned to use in good working order. The codes were updated based on investigation outcome.